Event description:
During our current procedure, an acoustic neuroma, the nerve monitor machine (nim vital) monitoring the facial nerve, reported an error message "emg monitoring is disabled. Patient interface fault detected. Call technical support". I called the rep [redacted name] and we did a three-way call with technical support. I also called [redacted name] to the room for assistance. We did all of the troubleshooting suggested by replacing the stimulator box with the spare, disconnecting etc but the message returned. I called back a second time to technical support and did all of their troubleshooting again minus directly touching the patient. They stated that more than likely there is an issue with the machine. Ultimately this can cause harm to the patient due to not monitoring the facial nerve. Will not be able to tell until patient is awake.